Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-9218-15 serial #: (B)(4) description: precision m8 adapter, 15cm.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted. Database analysis revealed two contacts with high values. It was believed that the adapters maybe the reason the impedances were jumping around. The patient underwent a revision procedure wherein the adapters were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that device malfunction was suspected with the adapter. Sc-9218-15 (sn (B)(4)) the complaint was confirmed. The boots of the m8 connectors and the pairing tips of the non-bsc leads were heavily contaminated with blood. Borescope inspection of the adapter also found in the connector. Continuity test using a known good non-bsc lead showed that most of the electrodes showed intermittent contacts and high impedances.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted. Database analysis revealed two contacts with high values. It was believed that the adapters maybe the reason the impedances were jumping around. The patient underwent a revision procedure wherein the adapters were replaced. The patient was doing well postoperatively.